Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was not available; however, the machine was evaluated on-site by a vantive qualified technician. A fluid path leakage test was performed, and the machine alarmed due to an issue with the degassing chamber. Sensor verification and calibration of variable flow was also performed, with no additional issue noted. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be related to the degassing chamber failure, which was replaced to address this issue. The fluid path leakage test was repeated and passed and the machine was returned to clinical usage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration (uf) event occurred during hemodialysis therapy with an ak 98 machine. The patient "lost 700ml more uf than expected". There was no report of patient injury or medical intervention associated with this event. No additional information is available.